Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating a pump using cadd extension set line filter was leaking. No adverse patient effects were reported.